Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and high impedance. Possible lead fracture was suspected. It was noted that an adequate safety margin was unable to be obtained. The lead was capped and replaced. No patient complications have been reported as a result of this event.